Event description:
It was reported that their were insulin residuals inside the cartridge compartment of the infusion device. No adverse event was reported. The lot number was not provided. The suspect device was requested to be returned for product evaluation.